Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. Three of four measurements were false. It is unknown what type of confirmation testing was performed. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint of "false positive" was received against the bd max instrument catalog number 441916, serial number (B)(6) the complaint is unable to confirmed with the information present. The root cause is unknown. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action (CAPA) 1632720 is in open to address the reader saturation and false positives issue caused by the original bd sars-cov-2 assay. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. Three of four measurements were false. It is unknown what type of confirmation testing was performed. There was no report of patient impact.